Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to an insulation fracture. During a routine replacement procedure of an implantable cardiovertor defibrillator (ICD) this lead was found to be fractured.